Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the reported complaint states that patient was not able to charge the device. Upon receipt, the device was not functional, subsequently, the device was cut open and the internal inspection revealed excessive sleep current leakage. A hot spot was observed on the component (33.6°c). The impedance between vh and ground was low. These are the typical symptoms of the asic damage due to exposure to high-voltage transients, causing internal shorts in the component. It was reported that the device was explanted and bipolar electrocautery was used. Sc-8416-50 (sn: (B)(4)) device evaluation indicated that the visual inspection revealed that paddle lead was cleanly cut at 4 cms from the tip of paddle and the cables are exposed. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a lead and ipg replacement procedure. Device malfunction was suspected, the physician would like the ipg and lead to be tested. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8416-50 serial #: (B)(4) description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a lead and ipg replacement procedure. Device malfunction was suspected, the physician would like the ipg and lead to be tested. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a lead and ipg replacement procedure. Device malfunction was suspected, the physician would like the ipg and lead to be tested. The patient was doing well postoperatively.